Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) and informed tac of the event. The slave monitor was connected to the primary monitor output. Tac had the customer connect directly to sdi output on the cv-190, which resolved issue. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system experienced no image. The customer connected directly to the sdi output on the subject device, which resolved issue there were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, the customer contacted olympus technical assistance support (tac) and stated there was no image to the slave monitor. Slave monitor was connected to the primary monitor output and had the customer connected directly to serial digital interface (sdi) out to on the cv-190 which resolved issue. Troubleshooting was able to resolve the reported allegation. The reported malfunction was not confirmed by olympus. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.